Event description:
It was reported that there were scratches on the pump screen, causing the pump touchscreen to be less responsive to touch. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.